Event description:
It was reported the pt had a gradual loss of stimulation. The sjm rep met with the pt and determined there were high impedances on all contacts of her lead. It was reported the pt was to have x-rays taken. Follow up identified surgical intervention may be undertaken at a future date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.